Event description:
The patient had previously used an abbott scs device, which was described as sticking out. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).